Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20gax1.16in qsyte-capy nopvc was clogged/blocked. The product defect was noted prior to use. The following information was provided by the initial reporter: after q-syte was connected with the ext. Tubing, it's noticed that flow occluded and completely prevent fluidic fill in ad fill out.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the pegasus pnk 20gax1.16in qsyte-capy nopvc was clogged/blocked. The product defect was noted prior to use. The following information was provided by the initial reporter: after q-syte was connected with the ext. Tubing, it's noticed that flow occluded and completely prevent fluidic fill in ad fill out.